Event description:
It was reported that an alert was generated due to atrial arrhythmia burden (abb) of at least 24 hours in a 24-hour period. The atrial fibrillation (af) appeared to be due to undersensing which was noted on the stored electrograms. The atrial sensitivity was programmed to automatic gain control (agc) 0.25mv. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.